Manufacturer narrative:
(B)(4). Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for nausea and vomiting. The patient died while hospitalized. The cause of death was unknown. The patient was not performing pd therapy on the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of the device history records showed no abnormalities that could cause or contribute to the reported event. A review of the service history records revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was tested and found to meet functional and electrical performance specification requirements. The device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the death was not able to be linked to this device until after the device was serviced, a complete device analysis could not be completed to investigate the reported death. A review of the device logs found no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that would indicate and/or contribute to the reported problem. A device history review and a service history review will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.